Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. B.7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-27283. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27283. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27283 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 925 was entered incorrectly on the initial manufacturer device report number 1220648-2025-27283 and a new code was added.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that following impella cp implant on a 64 year old female patient, the patient experienced oozing from their access site. Surgi-seal was applied and the dressing was angle matched to manage the condition. It was additionally reported that the patient lost pulse in their right foot. The condition was monitored with plans to explant the pump when possible.